Manufacturer narrative:
The reported complaint of a disconnection could be confirmed from the photos provided. However, without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed top the reported complaint.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model: z0189. This product was used for the product code and 501k.

Event description:
A complaint was received regarding a 36 cm (14") appx 4.6 ml, pur set lineare, perforatore con valvola, y-clave¿, filtro taxol e clave¿ that experienced separation and leakage during infusion. It was reported that, during the infusion, the tube had come loose from the puncture to the bag at the day hospital. Two pictures showing the product reported were provided. According to the form, the product is contaminated, does present a biological risk or contains a chemotherapeutic agent. Because due to the breakage of the product, a spill of cytostatics occurred, and was not possible to save the product reported. This spill was reported to the occupational risk prevention. In addition, it was informed that the reported event did not cause harm to the patient, and the number of the possible affected lot is 14104634.